Event description:
It was reported that, an 840 ventilator battery was unable to hold charge. Although requested, the patient information was not provided. The technical support engineer (tse) troubleshot this issue with the customer over the phone. Customer was instructed on how to measure properly the battery voltage. Customer called back stating that the battery voltage was within the range, vent was ran for 2 days without a problem. Covidien was not authorized to conduct the repair.

Manufacturer narrative:
Product analysis: an 840 ventilator was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned ventilator was performed and found the graphic user interface (gui) plastic mounting attachments were broken on both the gui unit and ventilator cart; the diagnostic logs were reviewed. Functionality testing was performed on the ventilator. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated; however, a different issue was found. The lower gui display had thin black lines running horizontally and the root cause was isolated to the liquid crystal display panel. The battery pack became fully depleted due to loss of the main alternate current (ac) power supply at the customer site.